Manufacturer narrative:
Product complaint # ==> pc-000140682 additional information. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was obtained: affiliate informed us that the suture broke post-op 2-3 days after blepharoplasty. The patient had to be returned to theatre and had to be re sutured. Lot ljh638 was involved and will be returned for analysis.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of the index procedure date and name of the surgical procedure the diagnosis and indication for the index surgical procedure did the suture knots untie post-op or did the suture break post-operatively? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? What date did the patient present with symptoms? Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue? Was any surgical intervention performed for this suture event? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of our contributing factors to this event? Lot number of the suture? What is the patient¿s current status?

Event description:
It was reported that the patient underwent eye surgery on (B)(6) 2018 and suture was used. Post-operative, the suture did not hold. A new suture was set. Additional information has been requested.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Unopened samples of product code eh7405, lot # ljh638 were returned for analysis. This product code is double armed. During the visual inspection sample, no defects were found on the packages. The samples were opened and the swage and attachment area were as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage was observed. The samples were tested for strength and met the requirements.